Event description:
It was reported that a bur broke during a procedure. It was further reported that the burs are not designed to be used with this attachment and it was loaded by mistake. There was a 2 minute delay as a result. There were no adverse consequences reported as a result of this event. The procedure was completed successfully.

Event description:
It was reported that a bur broke during a procedure. It was further reported that the burs are not designed to be used with this attachment and it was loaded by mistake. There was a 2 minute delay as a result. There were no adverse consequences reported as a result of this event. The procedure was completed successfully.

Manufacturer narrative:
The device was returned. The quality investigation is complete.

Manufacturer narrative:
The device has been returned. A follow up report will be filed once the quality investigation is complete.